Event description:
An adult male pt had an internal pacemaker implanted. The next day (presumably 1/9/1998), the implanted pacemaker stopped working. Adult multi-function defibrillator electrodes were used to connect the pt to the hp difibrillator. At least two shocks were delivered through the pads before they attempted to externally pace the pt in fixed mode (60 bpm, 70 ma). The pacer reportedly delivered five paced beats and stopped. Per the user's manual, they replaced the pads and tried again. Again the pacer reportedly delivered five paced beats and stopped. They then switched to another defibrillator and were successful in pacing the pt. It was reported that there was no adverse effect to the pt.